Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter in law reported via phone call that the customer has had high blood glucose levels. Customer's blood glucose level was in the 200-300 mg/dl range. The customer's daughter in law stated that the customer was hospitalized due to a heart attack and noticed someone else was playing with the insulin pump. Customer's daughter in law was unsure if changes to the settings of the insulin pump had been made by the stranger.